Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that upon booting the system and preforming the accuracy checks, the manufacturer representative updated the tool card and added the required instruments. After re-entering the tool card to make an adjustment, all the instruments were no longer visible and were also not available in the library. A hard reboot resolved the issue. There was no patient involvement.

Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report (B)(4)-12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378, software version: 5.0.1 h3, h6) a software analysis was performed for this event. In summary, the complaint was confirmed and a software issue was identified. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.